Event description:
The customer reported that there was oozing noted, after the generator provided an end tone, indicating a completing seal cycle. The surgeon opened another instrument to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). A visual examination of the incident device revealed no damage. When latched closed, the jaws aligned properly to each other. The device was tested on simulated tissue for proper activation and knife function with acceptable results. The device was tested for jaw gap and the measurement with within the allowed range. Add'l functional testing was performed with porcine kidney tissue. Multiple seals on various size vessels were made. The returned device performed satisfactory during this test. Covidien was not able to duplicate the reported condition of the device not sealing.